Event description:
During svc of product unit was found not to cycle with all leds and single tone audible alarm due to corrosion caused by a liquid spill on the logic board. Replaced logic board to correct the reported problem.